Event description:
It was reported that during the procedure, once the anchor was threaded with the suture. The anchor was advanced through a clear trac complete cannula 7mm. Once the anchor made contact with osteotomy before malleting, the anchor fractured at the distal tip. The procedure was completed with a backup device with no delay or patient injury reported. Unknown if the piece was retrieved from the patient.

Event description:
It was reported that during a bicep tenodesis, once the anchor was threaded with the suture, the anchor was advanced through a clear trac complete cannula 7mm. Once the anchor made contact with osteotomy before malleting, the anchor fractured at the distal tip. All the pieces were removed from the patient.the procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 4.5mm footprint ultra pk suture anchor assembly reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: unexpected bone condition/density.shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter.unintended damage.the product met specifications upon release to distribution.

Event description:
It was reported that during a bicep tenodesis, once the anchor was threaded with the suture, the anchor was advanced through a clear trac complete cannula 7mm. Once the anchor made contact with osteotomy before malleting, the anchor fractured at the distal tip. All the pieces were removed from the patient.the procedure was completed with a backup device with no significant delay or patient injury reported.